Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 1999. Revision due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of long-term polyethylene wear.

Event description:
Index surgery: 1999. Revision due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of long-term polyethylene wear.

Event description:
Index surgery: 1999. Revision due to poly wear.